Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed the pump display turned when customer applied more force to button. Customer¿s blood glucose was 156 mg/dl. Customer declined a replacement pump.